Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connection of an unknown catheter set disconnected in the lower part of the y-site which caused a leak. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported there was no patient injury associated with this event. Manufacturer address: (B)(4). Brand name: the affected is clearlink continu-flo solution set previously submitted as no information. Device manufacturer: baxter healthcare - cartago previously submitted as baxter healthcare corporation. Catalog #: 2r8537 previously submitted as asku. The actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the quality of the photograph received the reported problem could not be verified during visual inspection. Due to the nature of the returned sample no additional test was performed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.